Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure loose handle was not confirmed. A root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: based on the results of the investigation, a probable root cause could not be identified. The most probable cause is cause not established should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the rigid video scope exhibited the following issues: the lg-bundle of the video cable section was broken, therefore the light transmission was lost or too low and the fiber bonding in the outer tube area (distal end) was damaged. There was no patient involvement.